Event description:
It was reported that the patient was seen in the ER (emergency room) due to "passing out." The device showed no pacing on the ECG and could not be interrogated. There were no further patient complications reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The alert date was corrected for days in 2008. This device is part of the advisory for this model. Evaluation summary: analysis found normal battery depletion.